Event description:
Patient undergoing excision of external hemorrhoids. Harmonic scalpel scissors stopped working during procedure. An error message appeared on the harmonic generator saying, "release pressure on hand piece," then the error message preceded to next and said "clean tip" and preceded to another error message. After several error messages appeared and not being able to resolve the problem, the surgeon asked for another pair of harmonic disposable scissors which worked fine without incident. No patient harm.======================manufacturer response for harmonic curved shears, curved shears with scissor handle & hand control 14cmx15mmx5.5mm (per site reporter).======================picked up by reprocessor.what was the original intended procedure?hemorrhoidectomy.device #1is this a laboratory device or laboratory test?no.